Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left popliteal artery. Following a non-bsc introducer sheath and non-bsc guide wire, a 4mm x 20mm x 144cm coyote es balloon catheter was selected and advanced to the target lesion. Upon attempting to initially inflate the balloon at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter and a coyote es shelf box. The batch number on the returned packaging and device match the reported batch. There was blood in the inflation and wire lumens. Magnified inspection revealed a 8 mm longitudinal tear in the balloon wall on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left popliteal artery. Following a non-bsc introducer sheath and non-bsc guide wire, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was selected and advanced to the target lesion. Upon attempting to initially inflate the balloon at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.